Event description:
It was reported that the patient was experiencing dizziness, bradycardia and pauses in pacing. It was indicated that a previous implantable pulse generator (ipg) reached elective replacement indicator (eri), triggering pacing and inhibiting the currently active implantable pulse generator (ipg). It was also noted that the right ventricular (rv) lead of the old ipg system had inconsistent capture. The old device system was programmed off. It was noted that "the patient was no longer pacing from the old device and her new device was functioning normally with excellent thresholds. Physician notified and indicated that he planned to take the old device out." The new device system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4568-53 lead, and sedr01 ipg implanted (B)(6) 1997. (B)(4).